Event description:
It was reported that stimulation was not effective; the hcp determined the leads were dislocated. There was no reported pt injury. The leads were explanted and replaced; now receiving effective stimulation. A follow-up will be sent if additional info becomes available.

Manufacturer narrative:
.